Event description:
It was reported by the affiliate that the (1) tlc55 was used during a right hemicolectomy procedure. It was reported that the device was used to divide the small bowel. The firing knob moved forward halfway then jammed firing cycles but not all.